Manufacturer narrative:
On 12/17/2019, mentor became aware that the patient had unilateral removal and replacement with the following device: (left) 225cc mentor smooth round moderate plus profile saline catalog: 3502225 lot: 7378618 sn: (B)(6). Mentor also became aware that the patient also experienced bilateral breast asymmetry. The right breast issue will be reported under mrn 1645337-2020-00430. On 1/2/2020, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 1/7/2020, the product investigation was completed. Device investigation summary: the device was visually inspected, and it was found with no apparent damage. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: (right) 225cc mentor smooth round moderate profile saline catalog: 3501630, lot: 6742446, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 225cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.